Event description:
Complainant alleged that during defibrillation testing, the device was out of specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.